Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was not returned therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information immediately following the implant of this transcatheter bioprosthetic valve, in which the right femoral artery approach was used, there was a decrease in blood flow in the lower right leg. Intima detachment and dissection were observed. The detached intima was excised via embolectomy using a non-medtronic catheter and the dissection was repaired. No additional adverse patient effects were reported.